Event description:
It was reported that the user¿s dexcom g6 failed to pair with the ilet, leading to a ¿dosing stops soon¿ alert and pump messaging to connect cgm or enter a blood glucose value; the user replaced the g6 sensor and successfully initiated a warmup with expected delay before readings. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing until cgm data became available. Investigation included troubleshooting and user education to replace and re-pair the cgm sensor. Investigation of this case revealed a cgm pairing failure with restoration of function after sensor replacement and re-pairing, consistent with sensor or communication issue between cgm and pump. It was concluded, based on previously established findings for similar reports, that user-level corrective action resolved the issue and that the most probable cause was cgm pairing failure.